Manufacturer narrative:
Unit alarmed failed battery test due to faulty battery tube. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a low battery gauge and failed battery tests since the customer fell on it. Blood glucose level at the time of the incident was 150 mg/dl. During troubleshooting, the customer received another failed battery test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.